Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Surgeon attempted to use suture but thread snapped. Suggestion of weak threads. Swapped for a product with a different lot number which worked. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: attemped to use 5x seperate sutures from the same box, same issue. The faulty suture is no longer available - however I have the remaining suture package box that can be sent and investigated. The person who reported the complaint wasn¿t able to identify the consultant involved, so I¿m currently unable to gather any further details. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Were there any patient consequences? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.